Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a high blood glucose of 400 mg/dl. They treated the high blood glucose with a bolus from the insulin pump. It was also reported that when programming multiple boluses, they were unable to see insulin exiting at the end of the tubing. Troubleshooting was performed and insulin exited without incident. The device passed the basic occlusion test. The device will not be returned for analysis.